Event description:
The pt was assessed at 0735. Forty-five minutes later, the pt was found with head between side rail and mattress. The mattress had a pro 2000 overlay which is an inflatable mattress used to prevent decubitus ulcer formation. The pt had no respirations and was pulseless. Feet were on the floor and one arm was across the chest, the other was free. Pt was pronounced dead by the md.